Event description:
According to available information, this device required revision due to the pump getting stuck and harder to pump with each pump. It was noted that only the pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot confirm any observations and cannot comment on the condition of the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Titan touch pump and detached connector / inlet tubing were received for evauation. No functional abnormalities were noted with the pump. Additional observation of the pump by research and development (r&d) product support manager and a senior r&d engineer and was performed. Visual examination did not reveal any evidence of foreign material, flash or particulate obstructing the fluid pathways. All components were in their correct alignments and the pump functioned appropriately and within specification. It was noted that after deflating the pump, the bulb force required to shift the deflate pin back into the inflate mode may have been slightly higher than average, but still within specification. No functional abnormalities were noted with the detached inlet tubing or connector. The information received indicated that the pump was very difficult to pump, and the device was unable to be inflated, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. In addition to initial examination and testing, both the r&d product support manager and a senior r&d engineer also reviewed the returned pump. During this review, it was concluded that the pump was functioning appropriately and within specification. It was noted that the bulb force required to shift the deflate pin back into the inflate mode may have been slightly higher than average, however, the bulb force was still within specification and not considered to be an abnormality. Visual examination concluded that there was no foreign material, flash or particulate obstructing the fluid pathways and no components within the pump were out of place or alignment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.